Manufacturer narrative:
A getinge service territory manager (stm) spoke with the getinge account manager (am) via telephone and instructed that the am test their demo intra-aortic balloon (iab) to a second iabp that is known to be good. The iab issue persisted. The stm confirmed the demo iab is the cause of the issue and will need to be replaced. The issue was resolved over the phone. (B)(6).

Event description:
It was reported during a demonstration by a getinge clinical representative the cardiosave intra-aortic balloon pump (iabp) had an autofill failure. There was no patient involvement, and no adverse event reported.